Event description:
It was reported that the device was used during a laparoscopic liver cystectomy. It was rported by the rep that the surgeon unhooded a large cyst from the liver bed with a vascular articulating stapler. The surgeon had just used (1) instrument with (2) reloads and was firing this 2nd instrument when the 4th reload was inserted into the jaw. Upon closing the handle by the scrub tech, the instrument made a large crunch. The stapler was inserted through the trocar, but upon attempting to open it, the jaws would not open. A 3rd stapler was opened and used to complete the case. There was no consequence to the pt.